Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 89% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead, (B)(6) 2002; 694765 implantable tachy lead, (B)(6) 2002; 2872 implantable pacing lead adaptor, (B)(6) 2002. (B)(4).

Event description:
It was reported that therapy was initially withheld when the anti tachy pacing changed the morphology and the patient received inappropriate shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.